Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and (B)(6) cannot be conclusively determined. No device-related issues were reported in association with the event. The patient was hospitalized on (B)(6) 2019 due to a subtherapeutic inr of 1.23. The patient was bridged with intravenous heparin with a goal inr of 2.0-2.5. The patient was discharged on (B)(6) 2019 with an inr of 1.84. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 1 year, 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted with a inr level of 1.23. The patient was started on a intravenous (IV) heparin. The account reported the inr goal for the patient was 2.0-2.5. The patient was discharged home on (B)(6) 2019 with a inr of 1.84.